Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the right ventricular lead was observed to be fractured and exhibited high impedance, loss of capture when pacing, and a drop in sensing. The fractured lead was capped and replaced on (B)(6) 2019. The patient¿s condition was stable before, during, and after the procedure.